Event description:
It was reported that the patient experienced coupling and communication issues. It was noted that the patient used the antenna locate feature, which resulted in a power on reset (por) displayed on the recharger that lead into the normal recharging screen. The patient stated that they last felt stimulation 3 weeks ago, and recharged the device 1 week ago. The patient outcome was not provided.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).